Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 gehc ref# (B)(4).

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an exam, a patient sustained a 2cm arm laceration that was treated with stitches.